Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient just came out of a surgery not related to the device or therapy and is having problems. It was stated that the patient has severe parkinson's and has been having increased muscle contractions for the last 30 minutes on date notified. The patient's wife just said it is time for the patient to take their medication, and it was inquired if the implant was on. Troubleshooting was performed and it was confirmed through the patient programmer (pp) that the implantable neurostimulator (ins) was on. The hcp is going to work with the neurologist regarding programming and believe the muscle contractions are due to the patient needing their medication. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.